Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). A visual examination of the complaint device revealed that the device did not have any visual defects and there were no abnormalities found. Functional analysis was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole found on the balloon. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was leaking. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.